Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 244 and 253 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer called with concerns regarding their meter reading high. Their normal fasting glucose range is 100 mg/dl to 120 mg/dl. The customer denies the need for medical attention at the time of call. The customer denies having any signs or symptoms of hypoglycemia or hyperglycemia at the time of call.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 244 and 253mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 155mg/dl (B)(6) 2016 08:09 am fasting: yes; 104mg/dl (B)(6) 2016 01:11 am fasting: yes; 136mg/dl (B)(6) 2016 08:11 am fasting: yes; 181mg/dl (B)(6) 2016 12:18 pm fasting: yes; 150mg/dl (B)(6) 2016 08:52 am fasting: yes. The customer called with concerns regarding their meter reading high. Their normal fasting glucose range is 100mg/dl to 120mg/dl. The customer denies the need for medical attention at the time of call. The customer denies having any signs or symptoms of hypoglycemia or hyperglycemia at the time of call.